Event description:
A facility reported: "there was a young patient requiring icp monitoring. They tried using a first probe 826851 lot 6014342 but they weren¿t able to zero the probe (they were using directlink module) and after several attempts, they tried a new probe (same product code, same lot) but they had the same problem and weren¿t able to zero the probe. They follow all the procedure about cerelink sensor + directlink module but the light remains red and didn¿t became green. Then they used a third sensor with a different lot and then it worked." The event led to 90 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.